Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to inspect the cartridge and pump area, clean the pneumatic tap, and attempt to reload the cartridge, but the error recurred. A replacement pump was arranged by technical support as a resolution.